Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer over filled the cartridge. Tandem technical support informed the customer that over filling the cartridge is off label per the tandem user guide. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. Customer changed pump supplies to address the issues. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.